Event description:
It was reported that (1) 355ld device was used during a diagnostic laparoscopy procedure. It was reported by rep that during a diagnostic laparoscopy the surgeon was unable to lock the shield reset button on the enclosed 355ld. Making it impossible to insert the trocar. A new 355ld was opened and the case was completed without incident. There was no consequence to the pt.